Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 375 mg/dl lasting about seven hours, during which the user delivered correction using the ilet pump; the glucose later decreased to 130 mg/dl. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alerts recalled by the user and no identifiable device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.